Event description:
Kangaroo pump running feed. Bed noted later to be wet, checked connection of the pump tubing to the ng [nasogastric]. Checked ng patency. Ng was in correct position and flushed without leaking. Reconnected pump tubing r. Again, tubing leaked so pump tubing changed and there was not another leak after. There was an issue with the pump tubing leaking somewhere near the connection. Upon inspection of connection noted it to be cracked.